Event description:
It was reported that this right ventricular (rv) defibrillation lead was explanted and replaced due to an unspecified product performance issue. Additionally, the implantable cardioverter defibrillator (ICD) was explanted and replaced due to normal battery depletion (nbd) during the same procedure. No additional adverse patient effects were reported. Product return was requested. Additional information received reported that the right ventricular (rv) lead was explanted and replaced due to high pacing thresholds. The rv lead was damaged upon extraction, and will not be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and product return status. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead was explanted and replaced due to an unspecified product performance issue. Additionally, the implantable cardioverter defibrillator (ICD) was explanted and replaced due to normal battery depletion (nbd) during the same procedure. No additional adverse patient effects were reported. Product return was requested.